Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.